Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) could not be interrogated with the clinician programmer; connection was not possible. It was noted the patient's ins had been interrogated/programmed with a clinician tablet previously. Additional information was received: it was reported that the physician tried to connect the clinician programmer to the patient's ins by following the usual methods but no connection could be created. The reason for the connection failure was not determined.